Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2014 at 18:47:46. During night drain cycle one, the patient's ultrafiltration reading was 84ml, indicating the home patient (hp) drained 84ml more than their maximum programmed fill volume of 100ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intraperitoneal volume (iipv) event was confirmed through an event history log review. The root cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.